Event description:
It was reported that during a pta/coronary treatment procedure, deflation difficulties were encountered. The physician had inflated the balloon, then was unable to deflate it. The balloon remained inflated for 5-10 minutes causing the rca to occlude and EKG changes to occur. The inflated balloon and the guide catheter were removed from the pt. The clinical outcome and pt status are listed as "okay".